Event description:
The pt reported that she started noticing a shocking/pinching feeling that was intermittent in various places (knee, hip, pocket site) and a burning sensation at the lead site. The pt was in a lot of pain. Impedances were checked and found to be high; the exact reading was not provided. An exploratory surgery was done in 2004, and a couple of days afterwards, the shocking returned. The pt had not experienced a fall or trauma. The pt felt the symptoms with the stimulation on or off. The health care professional advised the pt to turn the stimulator off and double up on her medications. At about approximately 27 days later, the hcp did an unspecified revision of the epidural electrode and the neurostimulator. The pt was seen at a post-operative visit at about 9 days later, and was doing well.